Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that both common illiac arteries were heavily occluded and calcified, which necessitated using an endovascular-occluding device for both illiac arteries. The common femoral arteries were highly calcified but were patent bilaterally, it is reported that the pt had a previous operation of a patch graft on the left common femoral artery, which was used for access later in the procedure. An 8 fr sheath was placed through each common femoral artery and through the sheaths illiac occluding balloons measuring 8mm in diameter were passed. These were used to gain proximal control of the common illiac arteries because the highly calcified vessels did not allow for the safe cross clamping of the iliacs. Both vessels were endarterectomized and 8mm hemashield (dacron) grafts were attached and brought into retroperitoneal tunnels into the groin areas. The right limb of the dacron graft was then accessed for the placement of the aneurx stent graft. The pt was in renal failure, therefore, the plan was to cover the renal arteries to obtain adequate purchase proximally. The bifurcated stent graft was deployed just below the superior mesenteric artery. On the left side, a 15mm diameter x 11.5cm length illiac stent graft was deployed in the gate and a 16mm diameter x 8.5cm length illiac extender cuff was placed in order for the left limb to land in the common illiac artery. On the right side, a 16mm diameter x 11.5cm length extender cuff was placed and brought into the dacron conduit. Adequate hemostasis was obtained. Completion angiography revealed no evidence of any leaks. Eight and 10mm balloons were used to seat the graft proximally and overcome some areas of stenosis in the lattice work of the graft. No evidence of endoleak was noted after inflation. The limbs of the dacron prosthesis were brought down into the groin areas, the sheaths and guidewires were removed from the femorals and end-to-side anastomosis was completed and flow was re-established. It is reported that the pt tolerated the procedure well. It is reported that the day after this first procedure the pt developed symptoms of bleeding and was returned to the operating room where the pt was resuscitated and cardioverted. The left groin incision was opened and several units of blood were evacuated from the retroperitoneum. The physician identified the proximal anastomosis of the limb of the illiac artery to the femoral artery bypass to be leaking. The dacron graft in the left groin was accessed and an angiogram was performed, which confirmed the positioning of the stent graft. The angiogram demonstrated no endoleak and no evidence of any bleeding at the proximal anastamosis. There was no significant change as compared to the previous angiogram done the day before. The anastomosis of the left limb of the left illiac and dacron graft was examined. There was an area where the suture appeared to be loose at the toe, which the physician repaired. It is reported that hemostasis was obtained and thrombin and fibrin glue were placed in the area. However, the pt had developed coagulopathy due to the large amount of blood replacement, therefore, there was a significant amount of oozing. It is reported that the pt left the operating room in stable condition. It is reported that the pt expired the next day following this second procedure secondary to complications due to bleeding.